Event description:
A caller reported a malfunction on the pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the issue reappears, which the caller acknowledged and understood.